Event description:
Additional information received noted an inflammatory reaction.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated and wear abrasion. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported " capsular contracture - baker grade IV". Device has been explanted. This relates to the right side.